Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, iol was found cloudy after surgery and the lens was still remains in the patient's eye. Additional information was received stating that there were no notable diseases in the systemic findings, and no diseases were related to the iol issue. When the iol surface was observed, some cloudiness was noted, and it appeared patchy. However, it did not affect vision. This finding was only present on the surface of the iol, and the doctor considered that some kind of change in the iol and ssng had occurred.